Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and moderate ketones; cause was customer was using cartridges beyond approved for use per tandem labeling. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.